Event description:
It was reported that review of this patient's atrial fibrillation (af) monitor showed some undersensing. A boston scientific technical services consultant reviewed the data and agreed with the assessment. The consultant noted this subcutaneous implantable cardioverter defibrillator (sicd) is programmed to alternate vector which tends to have the smallest signals. A different vector would be considered. No adverse patient effects were reported and the device remains in service. Additional information was received that this device was subsequently explanted for normal battery depletion. A replacement device was successfully implanted. This device was returned for routine evaluation. This complaint record will be updated when product investigation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.